Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
The surgeon was performing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The triathlon implants did not fit correctly on the femur after using mako tka system. Femoral component was unable to fit to femur after cuts were made. All cuts were validated through all the steps. The knee joint was unstable when trailing. The replacement device stryker triathlon ts femoral component with 5mm distal augments and 5mm posteriomedial augments. A 12x50 cemented stem was also used.